Event description:
The manufacturer received information alleging "it does not work" for a garbin evo, linde device while in patient use. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging "it does not work" for a garbin evo, linde device while in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, no defects were found. The unit was pre-tested, and it passed. Air foam inlet filter and particulate filter will be replaced due preventive maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.